Event description:
As reported by the user facility: incident description: using b braun IV infusion pumps for new admission. Pumps and infusions prepared prior to pt's arrival using pump to prime all lines as directed. Fentanyl and vasopressin infusions alarming immediately for air in line. Micro bubbles noted in tubing upstream of pump. Each line purged x5 total to try to eliminate air, as directed by b braun resource staff. Both bags cool from fridge but not cold as fentanyl had time to warm up passively and vasopressin was held in user's hands for few minutes prior to priming. Eventually new vasopressin line started in new pump using a room temperature bag and alarms ceased. Same then done for fentanyl which resolved the problem. Much time was taken up dealing with pumps when critical patient had been admitted. Other care was delayed due to pump issues.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.